Event description:
Our hospital network, (B)(6), has switched to a new PICC product (teleflex arrow). As bedside PICC insertion nurses, we have difficulty inserting this PICC product during bedside insertions. We are being told by the arrow representatives to use an additional 80 cm wire to help stiffen the catheter for insertion (enhance threading). This is in contrast to what is written in the instructions for use (IFU) for the products which state to use the wire with fluoroscopy as guidance (not possible for bedside placement). Our concern is that using this product off-label is a hazard to patient care, although we have been verbally reassured by the arrow representatives that this is not a problem. Although we have presented these concerns, the response so far has been that our policy will be adapted to allow for this. Can you provide clarification regarding use of this product at the bedside without fluoroscopic guidance? Please review the ifus for the teleflex / arrow piccs and the supplemental guidewire (arrow ref #(B)(4)). FDA safety report ID # (B)(4).